Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test at 0.08715 inches.

Event description:
Customer reported via phone call that they were hospitalized multiple times due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was ranging from 500 to 600 mg/dl and ended up in the intensive care unit. The customer also reported that blood glucose reached 688 mg/dl. Customer treated with bolus and needles. Blood glucose went down to 204mg/dl. Customer started vomiting and admitted to the hospital on (B)(6) 2018 at 6:00pm. Customer was admitted due to vomiting and low blood pressure. Customer was treated for vomiting and dehydration with insulin through an IV drip and short term/long term acting insulin. Customer does not want to troubleshoot the insulin pump and just wants replacement as well as all sets/reservoirs. The insulin pump was returned for analysis.